Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The breakthrough channel has been utilized fully. The outer edges of the channel are rippled and torn, indicating difficulty with zip exchange. Since the breakthrough channel has been fully utilized functional testing of the zip exchange channel was unable to be performed. The device record for the lot number said to be involved was reviewed a discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation has not yet been determined. Prior to distribution, all fusion omni-tome sphincterotomes are subject to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product said to be involved in included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
On (B)(6) 2012, the following info was provided by the cook area representative based on comments made by the user. The cook fusion omni-tome was very difficult to strip and the guide wire kept looping up through the wire-locking device (that is attached externally to the user end of the endoscope). This info did not reasonably suggest a reportable event had occurred. On (B)(6) 2012, the following additional info was provided: the looping of the wire guide resulted in losing ductal access of the wire guide but the physician was able to push the wire back into the duct. Loss of wire guide position within the pancreatic or biliary duct has been established as a reportable event. A section of the device did not remain inside the pt's body. The pt did not require any additional procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.